Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for tube reservoir depth inconsistency with the incident lot was not observed. Leakage was observed from photos. Additionally, retention samples were selected from bd inventory for evaluation & measurement and upon completion, the customer's indicated failure mode for tube reservoir depth inconsistency was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd microtainer® tube with bd microgard¿ closure. K2edta additive was damaged in sampling device from what appeared to be inconsistent tube depth. Blood leaked. No blood exposure to mucous membrane. No injury or medical intervention.